Event description:
Patient presented to the physician with an infected neck incision site. Physician performed a wound debridement, during which they found that a small portion of the stimulation lead was poking through the incision. Physician implanted the exposed portion deeper and infection did not appear to be widespread.